Manufacturer narrative:
(B)(4). This complaint is related to MDR #1828100-2015-00854. Evaluation is in progress, but not yet concluded. On 15-sep-2015 while downloading the service data logs, the ccm locked up on the field service representative (fsr). The ccm would not respond to touch on the screen. Fsr rebooted the entire system-1, and then was able to download the remainder of the logs. The next day the fsr installed a loaner ccm (serial number (B)(4)) and configured. The fsr tested operation, verified power supplies and electrical safety. He ran the newly installed ccm for over an hour to verify that no lockup symptoms occurred. The unit operated to manufacturer specifications and was returned to clinical use. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the central control monitor (ccm) froze up. The device was not changed out, as the perfusionist (ccp) powered down the system and rebooted the ccm and was able to complete the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During the laboratory evaluation, the reported issue was not duplicate. The product surveillance technician (pst) observed the central control monitor (ccm) to function normally with no freezing throughout evaluation. The pst's external and internal inspection revealed no signs of abuse or damage. The pst evaluated the customer's ccm by running it overnight, placed it in a cold chamber overnight and then operated the ccm, performed component/cable agitation, printed circuit interface (pci) flex cable inspection and cleaning and observed the ccm to function normally with no freezing. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. During laboratory analysis, the complaint effects were initially not able to be duplicated. After the laboratory analysis was concluded, the product surveillance technician (pst) restarted the central control monitor (ccm) to obtain device logs. At that time, the ccm screen was found to not respond to user touch commands. Laboratory analysis was restarted. During the secondary laboratory analysis, the issue was duplicated. The issue was isolated to a slightly unseated pin in the touch screen controller cable. When the pin was reseated in the connector body, the device operated as intended. It is not known how the pin became dislodged. Log analysis shows the system ceasing to log on the complaint date. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.